Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA. This report is of constipation and peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced constipation. On (b)(6 2012, the patient reportedly experienced peritonitis due to the constipation and was hospitalized for the event. Treatment for the events was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Evaluation summary: this is report 1 of 4 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot numbers gd892950 and gd892968. No exceptions were observed that were related to the reported condition.